Event description:
It was reported the patient is requesting a scs system explant. The system stopped communicating and stimulation was lost in the early summer. A physician referral was advised as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.